Event description:
Related manufacturer reference number: 2017865-2023-10015. It was reported that the patient reported feeling lightheaded and dizzy in the emergency room. It was noted that the patient required external pacing to maintain heart rate it was found that the patient's right ventricular lead exhibited high capture threshold resulting in loss of capture. Dislodgement was confirmed. The patient's atrial lead was also noted to lack lead slack. During the revision procedure, the right ventricular lead helix was noted to exhibit rotation difficulty. The right ventricular lead was explanted and replaced, and the atrial lead was revised to add more slack. The patient was stable.